Event description:
The user facility reported a 53-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, the purge flow dropped and the aic alarmed low purge flow/high purge pressure. Lysis was initiated and purge flow recovered. G5 with nabic was subsequently administered and support was maintained. After three days, the purge flow went back to initial value of about 10ml/h. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, the root cause of the high purge pressure was unable to be determined. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.